Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen and the balloon. The balloon was tightly folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall at the distal edge of the markerband with material pulled to the left of the pinhole over the markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing an ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. After a guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 1.5x4mm non-bsc balloon catheter. There were no patient complications reported.